Manufacturer narrative:
A partial lead with the distal tip measuring 31.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when an asymptomatic patient presented in clinic, the right ventricular lead exhibited noise. A lead revision was performed, and during the procedure a fracture was noted on the lead. The lead was explanted and replaced, and the patient was in stable condition following the procedure.